Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The surgeon reports a complicated refraction and requested guidance from a consultation doctor for managing the residual refractive error. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).